Event description:
A user facility representative has informed richard wolf gmbh an issue regarding a internal sheath resectoscope 22fr, part ID: 8675322, batch # 1511247. According to the received information: "resector's black tip (bakelite) came off during the procedure, ending up in the patient's bladder." The treatment was continued with another product and completed with a delay of about 30 minutes. The user informed that there were no negative consequences for the patient, user or third parties. The broken part was retrieved.

Manufacturer narrative:
The internal sheath resectoscope 22fr 8675322, batch # 1511247 was investigated in the responsible department. The insulation insert has a typical broken edge caused by mechanical overload. The broken-off ceramic piece was enclosed with the complaint. The insulation insert has clearly recognizable notches on the outer circumference which indicate that the ceramic sleeve has been damaged beforehand. The distally undamaged edges are regular and completely intact. The adhesive joint between the sheath tube and the insulating insert is undamaged and shows no thermal damage due to hf or laser applications. Mechanical pre-damage in connection with the formation of the smallest stress cracks within the ceramic can lead to a fracture of the ceramic and thus to a possible loss of parts even with a low mechanical load on the product during use. A breakage of the insulation tip is not to be expected under normal application conditions and when used as intended, as only low forces act during endoscopic applications. Experience shows that such breakages are primarily due to mechanical damage/pre-damage and are possibly triggered by a point load such as by impact, shock, falling down or similar which may occur during preparation of instruments for surgery, during transport to and from the or, during cleaning of instruments, during sterilization, etc. The internal sheath resectoscope 22fr 8675322, batch # 1511247 was manufactured on 10/may/2022. The batch consisted of 50 pieces. No issue was identified during production and no further complaints were received from the reported batch. The IFU ga-d366-us / en / 2017-02 v4.0 / eco 2016-0202 contains safety instructions regarding checking the device prior and after each use, especially the ceramic insulation at the distal end in section 8 checks. Furthermore, the user is advised to avoid using excessive force on the device in section 7 operating instruction. The subject issue of broken ceramic tip is present in the risk management file d3 - reusable sheaths, tubes, rev. 04. The overall probability of occurrence for this issue remains at previously defined levels and overall risk of the device remains in the acceptable category.